Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the sample probe was bent. The fse replaced the probe along with the blood sampling valve (bsv) assembly, which repaired the leak and the sticking rinse block. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the rinse cup of the coulter lh 500 hematology analyzer. The rinse cup was not retracting when the leak was noticed. The volume of the leak was about not specified and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, laboratory coat and goggles at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.